Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had been getting no delivery alarms on the insulin pump quite often in the last 4 days. Customer tried disconnecting and running a 5.0 unit fixed prime but the pump alarmed shortly after the fixed prime started. Customer tried to run a 5.0 unit fixed prime with nothing in the pump and got another no delivery alarm after 3.5 units. Customer agreed to send back the pump. Customer's blood glucose is 192 mg/dl. Customer stated that his blood glucose is elevated. Customer has a back-up plan and has treated with a manual injection. Customer stated that he does not have an extra infusion set available. Customer stated that he is not able to remove the set.